Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. Imaging showed that there was a leak on one side of the closure device. The leak measured between 3.5-6.8 mm in length. The physician will get another CT at a year to see if further intervention is needed.